Manufacturer narrative:
Additional information received indicated that the patient's device was replaced due to stenosis and mean gradients of over 40mmhg and a peak velocity greater than 4. After replacement, the patient recovered well and was discharged home. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 3 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve for unknown reasons. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.